Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-01214. It was reported that following a coronary artery stenting treatment procedure, the patient myocardial infarction (mi) and in-stent restenosis. In (B)(6) 2011, the patient presented with silent ischemia and was referred for cardiac catheterization. The 1st de novo target lesion was located in the proximal left circumflex artery (prox lcx) with 65% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x20mm promus element stent, with 5% residual stenosis. The 2nd de novo target lesion was located in the 1st diagonal branch (dx1) with 70% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.50x12mm promus element stent, with 5% residual stenosis. The patient was discharged on dual anti-platelet therapy. In (B)(6) 2013, the patient presented to the hospital with recurrence of chest pains, which he had been experiencing for the last two weeks. Cardiac enzymes were elevated and ECG confirmed a non q-wave myocardial infarction. The patient experienced ischemic symptoms. There was 80% focal restenosis of the study stents in the dx1 and prox lcx. Two vessel coronary artery bypass graft (CABG) was performed including saphenous vein graft (svg) to left internal mammary artery (lima) to left anterior descending artery (lad) and om1. Medication was also given to treat this event. The event was considered recovering/resolving. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: 1939. (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).